Event description:
Customer reported hospitalization due to high blood glucose. Customer does not know the reason for the high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer not feeling well. The current blood glucose reading is 366 mg/dl. Customer tried to treat with insulin pump. Customer has been hospitalized for the past three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.